Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("I was told that the coil had migrated") and pelvic pain ("a faulty contraceptive coil left me cripped in pain and forced to have hysterectomy") in a 45 year-old female patient who had essure inserted (lot no. 925782). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed in 2022. On unknown date she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding ("with blood on the bed well beyond what a regular sanitary night-time pad could cover"), dysmenorrhoea ("it was really bad period cramps"), impaired work ability ("which impeded her ability to work"), genital haemorrhage ("I was sometimes bleeding about three weeks out of four"), fatigue ("I was just feeling constantly tired and bloated"), abdominal distension ("I was just feeling constantly tired and bloated"), sexual life impairment ("it affects your sex life"), frustration tolerance decreased ("feeling frustrated"), depression ("it got me to the level where I was depressed"), premature menopause ("early menopause"), anaemia ("anemia"), brain fog ("brain fog") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy) and non-drug therapy (hysterectomy). At the time of the report, the device dislocation, genital haemorrhage and anaemia had resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, impaired work ability, fatigue, abdominal distension, sexual life impairment, frustration tolerance decreased, depression, premature menopause, brain fog and anxiety were unknown. The reporter considered abdominal distension, anaemia, anxiety, brain fog, depression, device dislocation, dysmenorrhoea, fatigue, frustration tolerance decreased, genital haemorrhage, heavy menstrual bleeding, impaired work ability, pelvic pain, premature menopause and sexual life impairment to be related to essure administration. The reporter commented: consumer stated it felt like something had changed in her body after she had the contraceptive device fitted in 2012. It was really bad period cramps, like first or second stage labor equivalent,¿ she recalls. ¿you would be crippled in pain but it wasn¿t consistent. Every time I went to the doctor they were dismissive. I just thought I must be one of those women who has heavy periods and then in around 2015, she started to experience excruciating pain which impeded her ability to work and her relationship with her then-husband, she adds she says she was forced into having a hysterectomy in 2022 to ensure no shards from the coil were left - adding this was the only option offered to her and meant she ¿car crashed into menopause¿ at the age of 45. Lot number:925782 manufacture date:2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("I was told that the coil had migrated") in a 45 year-old female patient who had essure inserted (lot no. 925782). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2015 she experienced pelvic pain ("a faulty contraceptive coil left me cripped in pain and forced to have hysterectomy"). On unknown date she experienced device dislocation (seriousness criterion intervention required), heavy menstrual bleeding ("with blood on the bed well beyond what a regular sanitary night-time pad could cover"), dysmenorrhoea ("it was really bad period cramps"), impaired work ability ("which impeded her ability to work"), genital haemorrhage ("I was sometimes bleeding about three weeks out of four"), fatigue ("I was just feeling constantly tired and bloated"), abdominal distension ("I was just feeling constantly tired and bloated"), sexual life impairment ("it affects your sex life"), frustration tolerance decreased ("feeling frustrated"), depression ("it got me to the level where I was depressed"), premature menopause ("early menopause"), anaemia ("anemia"), brain fog ("brain fog") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed in 2022 at the time of the report, the device dislocation, genital haemorrhage and anaemia had resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea, impaired work ability, fatigue, abdominal distension, sexual life impairment, frustration tolerance decreased, depression, premature menopause, brain fog and anxiety were unknown. The reporter considered abdominal distension, anaemia, anxiety, brain fog, depression, device dislocation, dysmenorrhoea, fatigue, frustration tolerance decreased, genital haemorrhage, heavy menstrual bleeding, impaired work ability, pelvic pain, premature menopause and sexual life impairment to be related to essure administration. The reporter commented: consumer stated it felt like something had changed in her body after she had the contraceptive device fitted in 2012. It was really bad period cramps, like first or second stage labor equivalent,¿ she recalls. ¿you would be crippled in pain but it wasn¿t consistent. Every time I went to the doctor, they were dismissive. I just thought I must be one of those women who has heavy periods and then in around 2015, she started to experience excruciating pain which impeded her ability to work and her relationship with her then-husband, she adds she says she was forced into having a hysterectomy in 2022 to ensure no shards from the coil were left, adding this was the only option offered to her and meant she ¿car crashed into menopause¿ at the age of 45. Lot number:925782 manufacture date:2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 23-aug-2024: event injury nos is replaced with event device dislocation. New events abdominal distension, anemia, anxiety, brain fog, depression, dysmenorrhea, fatigue, frustration tolerance decreased, genital hemorrhage, heavy menstrual bleeding, impaired work ability, pelvic pain, premature menopause and sexual life impairment are added. Essure removal date added. New reporter lawyer added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.